Event description:
Edwards has learned that a 27mm mitral pericardial was explanted after implant. Through follow up with the health care provider, the surgeon stated "patient was off bypass with an eccentric moderate to severe jet observed on echo." Valve was explanted and replaced by a 25mm mitral pericardial valve. Patient was weaned from cardiopulmonary bypass quickly and is currently doing fine.

Manufacturer narrative:
(B)(4) = suture loop. Evaluation summary: as received, the leaflets exhibited characteristic markings which indicate suture was looped around commissure 1. Suture track and permanent indentations were present on the free margins of leaflets 1 and 3 at commissure 1. These indentations were most likely left by sutures that were tied tightly down and against commissure 1, thus leading to a gap at the coaptation region. Horizontal creases across the cusp of leaflet 2 was also observed. No other inconsistencies were visually noted or in the x-ray, as the wireform is intact. Method: x-ray. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Customer report of regurgitation after implant could be confirmed by visual observation. Device was explanted due to suture loop. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards¿ valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.